Manufacturer narrative:
Correction/removal number: 3002809144-09/18/19-008-c. Further investigation into this issue found that results could be impacted by the alinity bulk solution level sensor on the alinity I instrument, in which the sensor inaccurately detects the float position due to a leak. The float sensor may result in a failure to properly monitor bulk solutions inventory which could impact the intended contents of the reaction mixture and create the potential for incorrect patient results. A previous product correction letter was issued to all worldwide customers with installed alinity I processing modules. The necessary actions outlined in the previously issued product correction apply to both issues: discontinue reporting results until troubleshooting is complete, provides instruction for inspecting the alinity ci- series bulk solution level sensors and the actions to take if a crack is found, and if the level sensor is not cracked, to reference the alinity ci- series operations manual for instructions on troubleshooting for the specific message code. The customer is also provided with specific instructions on how to perform weekly maintenance of the alinity ci- series bulk solution level sensor.

Event description:
The customer observed error code 1403 unable to process test while processing troponin assay on the alinity I processing module. The customer inspected that the level sensor for the trigger level sensor was not cracked. The level sensor for the trigger solution was replaced by the customer. No other specific information was available. There was no reported impact to patient management.